Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit continuously alarms low o2. The customer reported no patient involvement.

Manufacturer narrative:
(B)(4). Updated contact name date received by manufacturer: 16jul18. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided the pricing for the pcba, data acquisition. The customer stated they performed tests to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, the unit was put back into service.